Event description:
It was reported that there was oversensing, noise, and impedance spikes on the right ventricular (rv) defibrillation lead; per the spouse, the "lead wire broke." The lead was explanted along with the implantable cardioverter defibrillator (ICD). It is unknown if the rv lead was replaced. A competitive pacemaker was implanted. The patient remained hospitalized for two days. The patient developed sepsis. Subsequently, the chronic left ventricular and right atrial pacing leads, and competitor pacemaker were explanted. The patient was sent home on antibiotics and with an automatic external defibrillator (AED) vest to wear. The patient took the AED vest off to shower. The spouse heard the patient fall and called an ambulance. Resuscitation was attempted. The patient was pronounced dead at the hospital. The spouse stated the patient "would have been fine" if the patient had had the implantable cardioverter defibrillator implanted. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(6) 2011. Of note, the serious injury/malfunction of oversensing, noise, and impedance spike is normally submitted via a remedial action exemption medwatch report that would have been due on (B)(6) 2012. Information was subsequently received on (B)(6) 2011 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for exemption reporting and is therefore being submitted as a 30-day report. Attempts to obtain additional information (related to the cause of death) were unsuccessful.